Manufacturer narrative:
Manufacturing evaluation conclusion: the reported event of a nonfunctional mpu was not determined. The mobile power unit was not available for evaluation. According to the additional information the mpu will be replaced and there will be no device that will be returned for evaluation. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years, 8 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that once mpu was plugged in, nothing works. No lights, alarms or anything happens. When the patient noticed this at home patient placed himself on batteries. New mpu was provided to patient. On (B)(6) 2018 additional information was provided by clinical. Mpu will be replaced, they don¿t have serial number of the new device and there will be no device returning for evaluation. No further information was provided.